Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.

Event description:
Technician alleged that when the brake is applied the brake caster would swivel. No pt impact.